Event description:
It was reported that a shoulder surgery was performed on (B)(6) 2019 where a twinfix was used. Then the next day the patient had joint dislocation again and it was found the anchor was not pulled out through x-rays. On (B)(6) 2019 a revision surgery was performed and it was found the suture was broken, the anchor had to be replaced. The patient is now in good condition and has been discharged. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported twinfix ti 5.0 anchor, used in treatment, has been returned for evaluation. Only the anchor and two small lengths of suture were returned. Examination of the suture showed no fraying, the ends are cut clean. The anchor has been damaged at the eyelet causing a burr to develop, this condition could may have contributed to the suture breakage. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: damage to the anchor eyelet during initial surgery. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing, risk and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Based on the limited information provided, the root cause of the reported suture breakage could not be determined and it cannot be concluded if the reported dislocation was traumatic related and lead to the suture breakage or as a result of the suture breakage. A user vs procedural event cannot be ruled out as a contributing factor. It is unclear if the instructions for use was adhered to as it was noted that the ¿use of excessive force during insertion can cause failure of the suture anchor.¿ the dislocation likely occurred due to the broken suture. The impact to the patient beyond the revision cannot be concluded.